Manufacturer narrative:
PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
An hhs/FDA sus voluntary event report mw5084741 was received on 25mar2019. It reported, a flexor raabe guiding sheath broke during an unspecified procedure leaving a portion in the patient's femoral artery. A cut down of the artery was performed to remove the broken piece resulting in a hospital admission overnight for observation. No additional information was provided. No customer or initial reporter information was provided. The complaint device will not be returned to the manufacturer to aid in the investigation.

Manufacturer narrative:
Investigation:evaluation: reviews of the complaint history, instructions for use (IFU), manufacturers instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, specifications, verification & validation, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states this device is ¿to introduce therapeutic or diagnostic devices into the vasculature, excluding coronary and neuro vasculature.¿ it is unknown what procedure was being performed at the time of the event. Details of the event are unknown, including if resistance was encountered during the procedure. Per the IFU: ¿if flexor sheath is advanced through resistance, force to remove the sheath will be higher, increasing the risk of sheath material or hub separation upon withdrawal.¿ it is also unknown if the dilator was reinserted into the sheath prior to removal. Per the IFU, reinsertion of dilator prior to removal ¿increases the strength of the sheath and lessens the risk of device separation¿. Based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information received since the last report was submitted.